Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method, perivalvular leak and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided imaging was reviewed by an abbott clinical engineering manager. Based on available information, the reported device migration was due to procedural circumstances. The reported perivalvular leak was related to the device migration. The off-label use appears to be related to the user implanting the navitor valve into a trifecta valve (tav in sav). The improper or incorrect procedure or method was due to the user snaring the valve and re-sheathing the device more than twice. The reported dyspnea appears to be related to device migration and pvl. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 for a valve in surgical valve implant into a 25mm trifecta valve using a small flexnav delivery system. The patient was presented with shortness of breath and a stenosis was noted. During procedure, a pre-dilation was done with a 18mm balloon. During the procedure the valve was partially re-sheathed more than two times. It was noted that there was difficulty positioning the valve. The starting implant depth was 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (6mm). The valve was released. The final implant depth was 5mm from the ncc and 6mm from the lcc. Post-implant the valve migrated towards the left ventricle. A moderate supra skirt perivalvular leak was detected. An attempt to snare the valve was made, which resulted in a valve "pop-out". Post-dilation was performed with a 22mm balloon. A new 25mm navitor vision valve was implanted. The patient did not present with any clinical signs or symptoms. Per the physician, the valve initially migrated because low deployment based on the coronary height and the pop-out was due to the snaring attempt. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.